Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm compromised forced sensor alarm during priming. Customer's blood glucose at time of incident was 112 mg/dl. The customer stated that possible pump was dropped and exposed on moisture. The customer was advised to use backup plan. The customer agreed to send oow letter.